Manufacturer narrative:
The insulin pump was unable to prime during prime test due to a faulty force sensor resistor. The pump passed the rewind, basic occlusion, and the displacement test. No motor error alarm noted. The motor passed the motor test. The device had cracked battery tube threads, cracked reservoir tube, cracked broken reservoir tube lip, scratched lcd window, missing end cap sticker, cracked display window corners, and a cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 16 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.